Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the date on the pump was inaccurate. Customer stated they are unsure how the date became inaccurate. Tandem technical support guided the customer through adjusting the pump date. Customer's blood glucose level was not impacted.